Manufacturer narrative:
Additional information: d.4, h.4. Device history: review of the sn (B)(6) service history record showed the device had a manufacture date of 11/17/2017. A review of the device service history record was performed beginning from the date of manufacture to the present date (B)(6) 2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that the tubing set was clamped while the pump was infusing 1/2ns with heparin (0.5 units/ml) total volume of 50ml at 0.3ml/hr in the nicu, and the device did not alarm for occlusion for nearly five hours, causing the patient's central line through the umbilical vein to clot. The device pressure settings were defaulted to medium (500 mm/hg) at the time of the event. The event caused minimal patient harm and no additional medical intervention was provided due to the event.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified. Patient is caucasian. Diagnosis: extremely low birth weight.

Event description:
It was reported that the tubing set was clamped while the pump was infusing 1/2ns with heparin (0.5 units/ml) total volume of 50ml at 0.3ml/hr in the nicu, and the device did not alarm for occlusion for nearly five hours, causing the patient's central line through the umbilical vein to clot. The device pressure settings were defaulted to medium (500 mm/hg) at the time of the event. The event caused minimal patient harm and no additional medical intervention was provided due to the event.